Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customers other blood glucose level was 70 mg/dl. Customer was treated with food and glucose tablets. Customer also reported crack on the battery side. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube thread and cracked case battery tube noted. (B)(4).